Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by a doctor that the customer got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 18 mg/dl at the time of the incident. The customer was given oral glucose and shots to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The caller stated the customer was low but the pump was still delivering insulin. The caller does not believe the pump was over delivering. Troubleshooting was completed. The customer did not have a meal after delivering a bolus. The insulin pump will not be returned for analysis.